Event description:
The dealer states that the device's inlet filter is melting during use out in the field. The dealer states that it was sitting in the living room, cabinet filter was clean, and it was still testing properly for purity output. The dealer states that the customer advised the machine was hot during use. The caller has no further information to provide.